Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. No unexpected constant beeping noted during our testing. No moisture damage to the electronic assembly. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Event description:
It was reported by the customer that their insulin pump was alarming button error and was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer stated they jumped into a pool while attached to the device. Customer's blood glucose level was 242 mg/dl at time of reporting. Nothing further reported.